Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device lot/expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k113558, k222591.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic), gave a molecular false positive for candida tropicalis on 1 vial with unknown lot number. One patient had false positive results reported out. The infectious disease doctor was called corrected report and no treatment had been started due to clinical symptoms not correlating.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic), gave a molecular false positive for candida tropicalis on 1 vial with unknown lot number. One patient had false positive results reported out. The infectious disease doctor was called corrected report and no treatment had been started due to clinical symptoms not correlating.